Event description:
It was reported that while in the angio lab, the sheath was inserted via the femoral artery. When inserting the intra-aortic balloon (iab) into a sheath, the iab was stuck in the sheath and could not be advanced further. As a result, the iab was removed with the sheath. A new kit was used. There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if there was a delay in therapy. The pt outcome is listed as "good." Additional info received on 09/07/2010 from arrow japan stated that the iab was prepped per instruction and the same insertion site was used for the second iab.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.